Event description:
A female pt of unk age presented for an endovenous laser treatment of the great saphenous vein. The procedure was successfully completed with no issues noted. Upon removal of the laser fiber from the pt's leg, the physician noted that the laser fiber had fractured distal to the insertion site leaving an approx 1" piece of the fiber inside the pt's leg. The pt was sent to hospital and attempt was made to retrieve the device under fluoroscope guidance. This attempt was unsuccessful. The pt refused retrieval via surgical cut down. The pt returned to the treating physician for a one week follow up visit. It was noted that the great saphenous vein was completely closed, however, the fiber fragment remains in the pt's lower leg.

Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. A review of the manufacturing records for the reported lot number indicated all device specifications and quality requirements were satisfied. A review of the hardware service records for this account noted that they currently one d15p/USA laser generator (serial number (B)(4)) and one delta15/us generator (serial number (B)(4)). No issues were noted with either unit. A generator failure would not cause the reported disposable failure of a broken fiber. The instructions for use, which is supplied to the user with this device, contains a statement: "precaution: prior to and during use, avoid damaging the fiber by striking, stressing or excessive bending. Do not coil the fiber tighter than a radius of 60mm." Complaint# (B)(4).